Event description:
Reporter indicated that vns patient was hospitalized due to status epilepticus. The patient was in the intesive care unit on a ventilator and under heavy sedation with anti-epileptic medications. The patient was reportedly in a physician's office when the seizure activity began and the office called 911. The patient had not experienced any seizures for two days while hospitalized and sedated. Treating neurologist refused to provide name of attending physician at the hosital to device manufacturer and indicated that the event was not related to the device but to the patient's poorly controlled seizures. Device diagnostic testing performed during hospitalization was within normal limits, indicating proper device function.